Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while the hypodermic needle was in use with a patient, the needle detached from the syringe. The needle remained in the patient. The needle was removed by holding onto "the orange part" with no harm to the patient or the physician. No further adverse health outcomes were reported.